Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the helix of the pacing lead did not extend completely and damaged the patient's tissue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.